Event description:
A clinical coordinator reported a defective vitrectomy probe. Additional information was received providing that the reported event occurred during a pars plana vitrectomy. The procedure was completed after the tubing was exchanged. There was no harm to the patient.

Manufacturer narrative:
A sample has been received and is waiting for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).